Manufacturer narrative:
Customer performed repeat testing by the method using segments and sample tubes. They obtained reactions with ortho bioclone and gamma-clone anti-a and anti-b reagents. Customer's testing performed on the galileo yielded a negative result with anti-a and 4+ reactivity with anti-b. Customer did not return sample for investigation testing.

Event description:
Customer reported an abo discrepancy. A donor sample that was historically ab, rh positive was reported as b, rh positive. Customer stated that manual tube testing was performed and an ab, rh positive result was obtained. Customer stated that the unit was labeled as b, rh positive and sent to a client. The client had historical information stating the donor was ab, rh positive.